Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. 9,000 units of heparin were administered prior to the transseptal puncture (tsp). No thrombus was seen in the left atrium. A watchman access system (was) was prepped and advanced into the laa. A contrast shot was given and an activated clotting time resulted at 80. Immediately thrombus was observed on echo at the tip of the sheath. The thrombus was aspirated and came back across the septum to the right side. At this time it was discovered the IV was not working. Another 5,000 units had been given just after the tsp. The patient was woken up for a neuro assessment and the exam was within normal limits. The case was aborted. There were no adverse effects to the patient. The patient will return in two weeks to reattempt implant.